Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient stated, she had a couple of sets of which tubing had pulled apart overnight. Reportedly, she stated it looked like the tubing tore during the night because she woke up smelling insulin and the tubing was connected to the pump but it was not connected to the site, however, the cannula site itself was still connected to her body. The site location was left and right side of abdomen. The pump was located on bed beside her. Reportedly, the patient used both the infusions for 2 days. The location of the detachment was at the quick release connector. The infusions were stored in laundry room. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. She even accidently pulled two other infusion set while pulling off clothes. However, the patient assured it was due to her not an issue with set. No further information available.